Event description:
It was reported that the intra-ocular lens (iol) was removed in secondary surgical procedure because of the instability of the iol and another lens was used as replacement . Through follow up it was learned that the patient experienced blurry vision. This was attributed to a posterior capsular rupture, which was not a result of the surgery but occurred spontaneously due to atopy. To address the issue, the iol had to be repositioned twice, and ultimately, it was explanted and replaced with iol from another manufacturer. This necessitated the enlargement of the incision, sutures, and an unplanned vitrectomy. In october, a touch up with the excimer laser is planned to correct astigmatism that the patient already had previously. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: exact date does not apply, between implantation on the (B)(6) 2023 and the explant of the lens on the (B)(6) 2023. Section e1 - telephone number:(B)(6). Section h6 -health effect - clinical code: 4581: hs-device decentered or dislocated or tilted subluxated or wrong position : device dislocation section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.